Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no damage observed. The instrument was placed into the patient and found that it could not be used. There was no damage to the cable. There was no thermal damage noted. Isi received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged insulation near the distal idler pulley. Material appeared to be lifted off and the bare wire was exposed. There was no material missing and no thermal damage observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, post-surgical port placement, the fenestrated bipolar forceps instrument was observed to be damaged. The user completed the planned procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the conductor wire insulation was damaged. A piece of the insulation appears to be lifted and the internal wire may be exposed as a result.